Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made and the issue was fixed. The device remains implanted.